Event description:
The investigation of the device revealed a finding of exposed wires on the power supply.

Manufacturer narrative:
One cardiomems power supply was received for evaluation. External and internal visual inspections of unit revealed exposed wiring of the returned power supply. All returned power cords could be used for further testing and investigation with no issues or power malfunctions. Excluding the power supply, due to safety hazard. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit was able to be powered on by using a golden power supply. The i3 pes unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). The cause of the problem was determined to be a shortage in the small piece coming out the back of the pes- unconfirmed. Unit was unable to power on due to exposed/ defected power cable coming from the returned power supply. - confirmed.